Manufacturer narrative:
Date sent to the FDA: 05/16/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had removal surgery on (B)(6) 2005 and mesh was implanted. It was reported that the surgeon noted ¿the mesh was found to have pulled away from the fascia.¿ it was reported that the patient had removal surgery on (B)(6) 2006 during which the surgeon noted ¿the mesh was found to have completely pulled away from the fascia and was adherent to the underlying omentum.¿ it was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2011 during which the surgeon noted ¿distal adhesions to the underlying mesh.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.